Event description:
On (B)(6) 2011, company rep reported the pt reported having issues with her up/down buttons on the infusion device. On f/u call on (B)(6) 2011, pt reported she has noticed the up/down button on the infusion device doesn't always respond the same. Pt stated sometimes the buttons will need to be pressed harder than others, and sometimes it will beep 3 times and other times 1 time half of the time. Advised pt on the correct battery type to use in the infusion device. Pt reported she installed a different battery and the infusion device gave a battery low error. Assisted pt with changing the battery setting and had her reinsert the battery; no error message received. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for eval.